Event description:
It was reported that the patient experienced frequent glucose variability with concern for recurrent lows and requested contact from clinical support, with the device-related issue unspecified. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, insufficient information to identify a device problem, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial